Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with mild calcification in the left superficial femoral artery (sfa). A 5x20mm armada 35 percutaneous transluminal angioplasty (pta) catheter protective sheath was removed without resistance. The armada was prepped outside the patient anatomy prior to use. The armada was advanced toward the target lesion, an attempt was made to inflate the balloon but the balloon could not be inflated. It was noted that when they attempted to pull negative to purge the air from the balloon it would not fully purge. The armada was removed from the anatomy completely deflated without issue. An unspecified device was used to continue the procedure. There was a slight delay in the procedure but there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Date received by manufacturer: the date filed on the initial MDR was 12/16/2015; however, additional information received stated the correct date received by manufacturer is 12/15/2015.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot found no nonconformities related to leaking, based on an expanded investigation the event was possibly related to manufacturing of the hub assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.